Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of abdominal pain ("stabbing sensation in abdomen / severe pains") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In 2014, the patient had essure inserted. In 2014, the patient experienced medical device discomfort ("discomforts"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anaemia ("anemia"), alopecia ("loss hair"), polymenorrhoea ("two menstruations monthly"), urticaria ("urticaria") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with essure removal and total hysterectomy, salpingectomy and one ovary removed. At the time of the report, the abdominal pain, medical device discomfort, anaemia, alopecia, polymenorrhoea, urticaria, hormone level abnormal and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, endometriosis, hormone level abnormal, medical device discomfort, polymenorrhoea and urticaria to be related to essure. The reporter commented: since the first minute after the insertion, she started with problems and discomforts, she said that the physician only said that her body had to adapt to it. The consumer referred that the product caused her an endometriosis, she reported that she visited around to 7 gynecologists who tried to convince her that the cause was not essure. She was desperate and due to the severe pains that she had, she decided to remove the product, she was informed the removal was though laparoscopy; however, on unspecified date, she had to be presented to the urgency department, and once in the operating theater they advised it was not possible to remove the product through laparoscopy and the product had to be removed through a c-section which required 15 staples. She commented that a cause of essure now, now she has a scar in all her stomach. She commented that in the surgery, her uterus, fallopian tubes and one ovary were excised, she referred that the product destroyed her life, the consumer commented that after the product removal her life took a radical turn. Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - on an unknown date: several laboratory tests (tests not specified) were performed even cancer tests and all the results were negative. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.